Manufacturer narrative:
(B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a tibia plate and 2 of (9-12) cannulated locking screws, implanted all the way down the shaft, were discovered to have broken after a tibial comminuted segmental fracture repair which was performed on (B)(6) 2015. The broken plate was removed and replaced with the same plate. A bone graft consisting of a competitor's calcium phosphorous material and the patient's own blood aspirate was added. The heads of the broken screws were removed; the shafts were left in the patient. A total of (9-12) intact 3.7mm cannulated locking screws, also included in the original construct and were removed during the revision and 3.5mm locking and 3.5mm cortex screws were implanted with the new plate. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.